Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed distally by 24 mm with only the proximal crochet stitches intact. During the product analysis, it was possible to retract the deployment suture and fully deploy the stent without issue. No issues were noted with the profile of the stent. Following deployment it was noted that the catheter was kinked in two separate locations distal to the suture hole in the shaft. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was used during an oesophagogastroduodenoscopy (ogd) with oesophageal stent procedure in the esophagus on (B)(6) 2015. According to the complainant, the stent was to be used due to a malignant lesion. Reportedly, the patient's anatomy was not tortuous, the lesion was not dilated prior to stent placement and significant peristalsis was noted. The complainant reported that during the procedure, towards the end of stent deployment, difficulty was encountered in releasing the suture and the stent was unable to be fully released. The stent was removed from the patient partially deployed from the delivery system. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was used during an oesophagogastroduodenoscopy (ogd) with oesophageal stent procedure in the esophagus on (B)(6) 2015. According to the complainant, the stent was to be used due to a malignant lesion. Reportedly, the patient's anatomy was not tortuous, the lesion was not dilated prior to stent placement and significant peristalsis was noted. The complainant reported that during the procedure, towards the end of stent deployment, difficulty was encountered in releasing the suture and the stent was unable to be fully released. The stent was removed from the patient partially deployed from the delivery system. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.